Manufacturer narrative:
Follow-up #1: date of submission 03/28/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 03/17/2015 with the following findings: on investigation, the alleged display issue was not duplicated. The pump powered up to the verify screen with auditory and vibratory features. All the buttons responded properly. No physical damages were found with the display and the screen was clear and legible.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (display issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).